Event description:
It was reported by service report that the fowler would not raise up. The customer stated they did not know if there was a pt involved with the alleged condition, but stated there were no adverse consequences to report.

Manufacturer narrative:
Fowler. The customer contact evaluated the unit visually and functionally.